Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 203 mg/dl. The expected fasting blood glucose test result range is 80 to 105 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 191 and 178 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 1:203 mg/dl (B)(6) 2017 04:14:00 pm fasting: yes. Customer calling back regarding the replacement meter and states that the new replacement meter is still giving high blood results. Customer states that she ran the control test and it was within range, she then ran a blood test 203 mg/dl fasting.